Manufacturer narrative:
The device was received. Investigation is not yet complete.

Event description:
Device malfunction: difficult to remove, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a technician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. The device was removed by using both counter-traction and an assertive pull. When the device was removed, it was noticed that the clip deployed in the distal end of the device in the locator wings. Manual compression was applied to achieve hemostasis. The initial puncture was reported to be 90 degrees perpendicular to the artery, which may have influenced the deployment. There were no reported adverse patient effects. Though requested, no additional information was provided.